Event description:
A us distributor returned a monitor and reported cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to a defective t2 transformer pin 2 on the defibrillator pca. The monitor was unable to fire a pulse. The root cause for the defective t2 could not be positively identified. There was no adverse event that resulted from the damaged monitor.